Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection/double stapling, during the first firing at rectum resection, the surgeon was able to press the green button but the device could not be fired. The procedure was completed with another device. There was no patient injury.